Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. The cause of low bg was unknown. The customer was not feeling well because of the low bg level, and they received third party assistance from their daughter, who provided carbohydrates, glucose tablets and juice. Recommendation was made to consult with a healthcare provider to discuss diabetes management.